Event description:
Healthcare professional reported "periprosthetic fluid , intra and extracapsular rupture of the prosthesis, enlargement and pain , multiple horizontal echogenic lines within the lumen of the implant "sign of the ladder" per ultrasound. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid, intra and extracapsular rupture of the prosthesis" the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Cont e1 phone number- (B)(6).